Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Reportedly, the placement was difficult. The procedure was performed under general anesthesia. After spaceoar placement, the patient developed urinary retention and rectal pain. The patient was treated with foley catherization, narcotics for pain management, a 10 day course of flagyl and cipro. The patient started external beam radiation therapy (ebrt) on (B)(6) 2021. The pain improved but the patient continued to have urinary tract retention. After 11 fractions of 19.8 gy to the pelvic and prostate nodes, the patient began experiencing rectal pain again on (B)(6) 2022. During cone-beam computed tomography systems (cbct) a small air gap around the rectum was noted. The patient's radiation treatments were stopped and re-evaluated on (B)(6) 2022. The patient's pain was stopped with conservative pain management and tylenol. On computed tomography (CT) scans, a possible rectal wall infiltration was seen. Air bubbles around the rectum were also seen. An additional CT was performed and increasing air bubbles were seen. The patient developed rectal pain again on (B)(6) 2022. The rectal pain did not allow the patient to sit, despite conservative pain management. The patient was put on a second course of cipro and flagyl for a total of 30 days. Magnetic resonance imaging (MRI) was performed, and identified a sinus tract with some possible residual spaceoar remaining. The images was reviewed and there was evidence of an 4 by 9 mm ulceration connecting the gel and the lumen of the rectum near the apex of the prostate. The patient was feeling a lot better on antibiotics.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Clinical code e 9205 captures the reportable event of pain. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed block h11: additional information received on april 4, 2022 update on: block b5:describe event or problem

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on november 03, 2021. Reportedly, the placement was difficult. The procedure was performed under general anesthesia. After spaceoar placement, the patient developed urinary retention and rectal pain. The patient was treated with foley catherization, narcotics for pain management, a 10 day course of flagyl and cipro. The patient started external beam radiation therapy (ebrt) on (B)(6) 2021. The pain improved but the patient continued to have urinary tract retention. After 11 fractions of 19.8 gy to the pelvic and prostate nodes, the patient began experiencing rectal pain again on (B)(6) 2022. During cone-beam computed tomography systems (cbct) a small air gap around the rectum was noted. The patient's radiation treatments were stopped and re-evaluated on (B)(6) 2022. The patient's pain was stopped with conservative pain management and tylenol. On computed tomography (CT) scans, a possible rectal wall infiltration was seen. Air bubbles around the rectum were also seen. An additional CT was performed and increasing air bubbles were seen. The patient developed rectal pain again on february 10, 2022. The rectal pain did not allow the patient to sit, despite conservative pain management. The patient was put on a second course of cipro and flagyl for a total of 30 days. Magnetic resonance imaging (MRI) was performed, and identified a sinus tract with some possible residual spaceoar remaining. The images was reviewed and there was evidence of an 4 by 9 mm ulceration connecting the gel and the lumen of the rectum near the apex of the prostate. The patient was feeling a lot better on antibiotics. ***additional information received on april 4, 2022*** the procedure was done under general anesthesia. The cause of rectal pain was determined to be due to the sinus tract. The patient stopped radiation treatment and was placed on antibiotics. The patient's pain was reported to be subsiding and improving.